Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery of insulin during a set change. The blood glucose reading was 134 mg/dl. The customer was advised to clear the alarm, disconnect from the insulin pump, disconnect and reconnect the tubing and reservoir and verify the connection was secure, and to manually push with the plunger. The customer reported that insulin did exit with the plunger push. The customer was advised to run a manual prime and reported that insulin did exit and there was no alarm.